Manufacturer narrative:
A ge service representative performed an onsite investigation and completed a full calibration and alignment of the collimator and replaced the x-ray grid. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's calibration was off on the collimator and the iris and the x-ray grid also had a problem. This occurred during a procedure. No pt injury was reported.